Event description:
Patient was undergoing coil embolization within the rupture a comm. Aneurysm 5mm neck, 5mm in depth and 4mm wide at base, with an apparent pseudo aneurysm on the sidewall of aneurysm. The physician did a lot of manipulation with 1st coil to make it sit the way he wanted . Due to the wide neck and the inability to use a balloon to remodel, he had to manupulate it more than normal, which in his opinion caused the coild to stretch. He was able to get it back into the microcatheter and retreive as one unit from the patient vessel. He then placed three more coils. On the fourth coil, he again was manipulating the coil to a significant degree I order to fill the aneurysm, but not have it protrude out of the wide neck and into the parent artery. He again, stretched the coil. He then made the decision to detach, leaving a small tall of coil protruding from the aneurysm into the parent vessel. The patient was extubated, alert.